Manufacturer narrative:
Investigation conclusion; tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause; cannot determine with retains. Source; phone.

Event description:
Reported false positive flu b results for one symptomatic patient. The patient's symptom onset occurred 5 days prior to testing. The customer communicated the result was confirmed negative by rapid flu antigen test. The customer communicated the affected lot was either 706315 or 706263.